Event description:
The pt had an implantable pulse generator system placed in 2000. The pt returned to work on 1/16/2001. The pt engaged the microphone to the business radio, while at work, and an electro magnetic interference reaction occurred which resulted in a malfunction of the implantable pulse generator system.